Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The data log evalution was completed on (B)(6) 2017. Patient reported a failed transmitter on (B)(6) 2017 in relation to transmitter 40q0kj. Data investigation could not confirm reported allegation but a failed transmitter was noted in relation to transmitter 40q10m on (B)(6) 2017. The complaint of failed transmitter was not confirmed. A root cause could not be determined.